Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. No notable events occurred before the malfunction, and no additional information was received regarding the outcome of the event.